Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition, no damage found. Customer reported issue was verified. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: the main board is replaced to correct the reported problem. Device passed functional and delivery tests.

Event description:
It was reported that during testing, force sensor is reading zero. While calibrating force sensor, a system failure error message for force sensor bridge test occurred. No patient injury reported.